Event description:
It was reported that the pump battery could not be charged, which resulted in the pump shutting down. The pump could not be turned back on despite use of working wall outlets, tandem charging cable and adapter, and alternate cables and adapters. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.